Event description:
Approx 2.5 months after pump and catheter implant, it was determined that the catheter was fractured. The pt experienced hypertonia related to the event. The catheter was revised. The pt outcome was reported as "non-serious injury/illness.